Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and verify excessive no delivery alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's current blood glucose is 478 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with a syringe and needles. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. It was also reported that the air bubbles were present in the tubing and they received no delivery alarm. The insulin pump will be returned for analysis.